Event description:
It was reported that the patient presented in clinic. The patient's implantable cardioverter defibrillator (ICD) exhibited functional undersensing which caused the device to incorrectly interpret signals and inappropriately shock the patient. Programming changes were made. Patient was stable.